Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet pump, including a fingerstick reading of 429 mg/dl, and expressed distrust in the pump¿s high-glucose reporting duration, after which the user requested to return the device. Symptoms included hyperglycemia and feeling unwell. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available and the device problem could not be characterized due to insufficient information, with no device component implicated given insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.